Manufacturer narrative:
(B)(4). Concomitant products: 51-101050, tprlc 133 fp type1 pps ho 5.0, 6170379; 51-101050, tprlc 133 fp type1 pps ho 5.0, 6170379. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03589, 0001825034 - 2018 - 03588.

Event description:
It was reported that the sterile package had a protrusion due to impact of the stem during distribution, and it will likely break sterility. Attempts have been made and additional information on the reported event is unavailable.